Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio-control replaced the power pcb assembly and observed proper device operation through functional and performance testing. After repair the device was returned to the customer for use.

Event description:
It was reported to a physio-control service representative that the customer's device did not power on. The device was stored as a spare device and it was observed during a scheduled performance check that the device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the power pcb assembly and determined that the cause of the reported failure was due to the fuses, designators f2 and f4 on the power pcb assembly being open. This caused the device not to power on with either battery of the device.